Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 21 days post implant of this mitral annuloplasty band, the patient's daughter contacted technical services and stated that her father passed away due to ¿heart problems¿.